Event description:
The customer reported to customer service that the power supply for her breast pump had exposed wires and she witnessed sparking, though no injury resulted.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she confirmed smoke and sparking form exposed wires at the stain relief, though there was no fire, evidence of burning or melting and no breach in the transformer housing. The customer also indicated that she wrapped the cord around the transformer housing for storage, that no injuries were sustained as a result of the issue and that she would return the power supply. Attempts to follow up with the customer to get the product back, including a final attempt by letter on (B)(4) 2012, were unsuccessful. As of the date of this report, the product has not been received. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going.